Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the internal threads of the adaptor were damaged. Based on the visual exam, the reported complaint was confirmed. The root cause for the issue was found to be the positioning of the thread lead and the softness of the new resin used for the snap adaptor. A CAPA was opened to address this issue.

Event description:
The customer alleges that the oxygen is leaking at the screw mechanism.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not received at our facility. The device history record review showed no issues related to functional issues on mold component involved in this complaint. Customer complaint cannot be confirmed, based only on the information provided, to perform a correct investigation and determine the source of defect reported it is necessary to evaluate the sample involved in this complaint. Regarding other customer complaints for this same issue, a CAPA file (B)(4) was opened to perform a further investigation into this issue (this CAPA is owned by r & d). According to the CAPA investigation so far the root cause for the issue was the positioning of the thread lead and the softness of the new resin used for the snap adaptor. If device sample becomes available at a later date this complaint will be re-opened.

Event description:
The customer alleges that the oxygen is leaking at the screw mechanism.